Manufacturer narrative:
(B)(4): the device reported, (B)(4), is an abbott product that is marketed internationally which is the same or similar to a device, list number 00507.

Event description:
Same case as 1527460-2010-00190 and 1527460-2010-00192. The pump is not delivering the right amount. When the pump rings dose fed, there is still half of the product in the bag. The reporter confirmed that she clears the "volume fed" on the pump before each feeding. Pt lost quite a bit of weight, so she was seen by the pediatrician. The intended delivery amount was 160 ml with a set rate of 300 ml/hr and the dose set on pump was 160 ml. Per visual assessment, the actual amount delivered was 80ml over 45 minutes. The reporter indicated the pt lost 11 pounds. The pediatrician switched the pt's nutritional product and the pt is quickly regaining weight and doing well. The reporter indicated the sets are changed every 48 hours. The set label states that in order to avoid product contamination problems, the set should be replaced at least every 24 hours, or as needed. The complainant was instructed on the proper frequency for changing the feeding sets.